Event description:
It was reported that the patient experienced several weeks of high watt alarms associated with high flow estimates, a recurrence of heart failure symptoms and lab values that were positive for hemolysis. The decision was made to exchange the ventricular assist device (vad) pump via a thoracotomy. The explanted vad pump will be returned to the manufacturer for evaluation. There is no further information available at this time.

Manufacturer narrative:
Additional information reported a progressive increase in watts to over 25 watts at time of pump exchange on (B)(6) 2015. The pump was explanted and replaced with a new pump via thoracotomy. The patient's anticoagulation was reported to be controlled and was on 4 mg of warfarin daily and aspirin 325 mg. A mechanical valve that is still in place and not over sewn is a reported risk factor by the site. The patient is reported to "look great" on (B)(6) 2015. The lvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Pathology exam confirmed the presence of significant thrombus within the pump which would increase the power requirements resulting in the high watt alarms. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines).

Manufacturer narrative:
Approximately ten months post hvad implantation this patient was admitted to the hospital with reports of increased pump power and flows. The patient takes warfarin 5 mg daily and aspirin 325 mg for anticoagulant therapy. He underwent pump exchange after being admitted in early october for hemolysis and hemorrhagic stroke and. Last report received indicates that he is recovering. The explanted pump has been returned to heartware for evaluation. Results of pump analysis are still pending.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including hemolysis and device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0).